Manufacturer narrative:
One device was received for evaluation. Visual inspection found a delaminated downstream occlusion (dso) seal. Functional testing was able to confirm the reported problem. The dso seal and the worn upstream occlusion seal were replaced. The device then passed all functional testing. The service history review had no indication that the complaint was related to a service of the device within the review period. B3. Date of event: unknown. No information has been provided to date.

Event description:
It was reported that the unit had contamination in battery compartment. The event happened during testing. There was no patient involvement. The device analysis noted a delaminated downstream occlusion seal.